Manufacturer narrative:
Additional information: age/date of birth: 67.3 +/- 14.8 years. Gender/sex: 58% female 42% male. Date of event: unknown, information not provided. Expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. Catalog numbers: complete catalog# is unknown as the serial numbers were not provided. Only 350 provided. Model numbers: complete model# is unknown as the serial numbers were not provided. Only 350 provided. UDI numbers: unknown, as the serial numbers were not provided. If implanted; give dates: unknown, not provided. If explanted; give dates: not applicable, no indication of explant. Device manufacture dates: unknown, as serial numbers were not provided. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Yadgarov, a., menezes, a., botwinick, a., fargione, r.a., vinod, k., sidoti, p.a., & panarelli, j.f. (2018)suture stenting of a tube fenestration for early intraocular pressure control after baerveldt glaucoma implant surgery. Journal of glaucoma, 27(3), p. 291-296. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review. Article:suture stenting of a tube fenestration for early intraocular pressure control after baerveldt glaucoma implant surgery. A retrospective study was done to evaluate the efficacy and safety of a novel technique of tube fenestration stented with a 10-0 polyglactin suture for controlling early postoperative intraocular pressure (iop) after baerveldt glaucoma implant (bgi) surgery. In total, 78 eyes received a 350-mm2 bgi and 41 eyes received a 250-mm2 bgi. It was reported in the study that postoperative intraocular pressure (iop) elevation above 30mmhg occurred in 20 eyes on day 1, 12 eyes at week 1, and 4 eyes at week 2 to 3. Anterior chamber (ac) paracentesis to lower iop was performed in a total of 15 eyes. Three (3) eyes underwent a repeat ac paracentesis at postoperative week 1. Hypotony (iop< 6mmhg) was noted in 11 eyes on postoperative day 1, 10 eyes at postoperative week 1, and 3 eyes on week 2 to 3. It was reported in the study that an in-office ac viscoelastic injection was performed in 14 eyes because of large serous choroidal detachments. Furthermore, the visual acuity of unspecified number of eyes at most recent follow-up (mean logmar, 0.9±0.9; snellen equivalent of 20/160) was lower than the preoperative level (mean logmar, 0.83±0.87; snellen equivalent of 20/125), but it was indicated that the difference was not statistically significant.